Event description:
Event description guidant received information that oversensing due to noise on the ventricular rate/sense channel was noted on this cardiac resynchronization therapy defibrillator (crt-d) and implantable defibrillation lead. This noise resulted in pacing inhibition in this pacemaker dependent patient. No noise has been noted on the shock channel.